Event description:
It was reported the patient underwent a left knee revision approximately seven and a half (7.5) years ago and alleges that they will need another revision procedure due to prosthesis wear. It is unknown if a revision has been planned. No surgical or medical interventions were reported. No patient impact was reported. No other information is available.

Manufacturer narrative:
D10: 02-012-60-1612 - tru stem ext 16mm x 120mm: (B)(6). 208-05-03 - cc distal fem augment sz 3, 5mm: (B)(6). 208-05-03 - cc distal fem augment sz 3, 5mm: (B)(6). 02-010-06-0230 - tru cc femoral size 3 left: (B)(6). 02-010-06-0531 - tru post. Aug. Size 3, 5mm: (B)(6). 02-010-06-0531 - tru post. Aug. Size 3, 5mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.